Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. E.4: the initial reporter notified the FDA on 01-july-2025. Specific date was not provided, so 01-july was used. Medwatch report # (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® push button blood collection set, the needle broke into 3 pieces when the safety mechanism was engaged, causing the phlebotomist arm to get scratched. There was no health impact or consequence reported. Reported information: customer problem: needle broke into 3 pieces post collection when the safety was engaged, causing the phlebotomist arm to get scratched. Steps taken with customer/troubleshooting: requested information customer location (country): USA. If exposure occurred was there any post exposure testing or medical intervention? Pending next steps (if necessary): awaiting response.

Manufacturer narrative:
Investigation summary bd had not received any samples or photos for investigation. Therefore, a total of 30 retained samples underwent functional tests to assess the functionality of the device. All samples passed testing with no evidence of defects or device breakage during use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: breaks off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® push button blood collection set, the needle broke into 3 pieces when the safety mechanism was engaged, causing the phlebotomist arm to get scratched. There was no health impact or consequence reported. Reported information: customer problem: needle broke into 3 pieces post collection when the safety was engaged, causing the phlebotomist arm to get scratched. Steps taken with customer/troubleshooting: requested information customer location (country): USA if exposure occurred was there any post exposure testing or medical intervention? Pending next steps (if necessary): awaiting response.